Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a cracked opening, crease flat, and fluids. Leak test was performed and identified a cracked opening on diaphragm valve. A microscopic analysis was performed which identified a cracked opening. Based on the device analysis the final assessment was a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve.